Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, the needles did not make a loop connection and the sutures did not attach to them. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided determining a more definitive cause for the reported needles did not make a loop connection and the sutures did not attach. The reported information states a miss fire occurred and corresponds to a cuff miss. A cuff miss can be influenced by, but is not limited to, manufacturing, patient anatomical conditions and/or user technique. During manufacturing, the device is subject to inspections and functional testing. The failure to position and maintain the device at a 45 degree angle throughout deployment, retraction of plunger/suture, changing the angle, rotating or rocking the device, and/or not depressing the plunger to contact the body may contribute to a cuff miss. Although calcification at the access site was not noted, a cuff miss can be caused by tissue being too thick and/or other anatomical conditions such as scar tissue. Thirteen unused sterile proglide devices with the same lot number, 060476h, as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. Based on the reported information, inspection criteria and investigation findings from the tested sample, a cause for the reported needles not making a loop and sutures not attaching could not be determined. Review of the device lot history record did not reveal any non-conforming material records associated with this lot. A query of the complaint database was performed and there was no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4).